Event description:
It was reported that the patient passed away while inpatient. The patient was implant presented with severe aortic insufficiency and, worsening liver cirrhosis, and altered mental status. Due to their frailty, it was discussed with the family as there were no medical or surgical options left to improve their quality of life, the family made the decision to move towards comfort measures. The patient did not have any malfunctions of the heartmate 3 leading to the decision. The left ventricular assist device (lvad) was withdrawn per the request of the family.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction, neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 8 of the patient handbook, ¿handling emergencies,¿¿¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had a mild aortic insufficiency (ai) before left ventricular assist device (lvad) implant. Device related issue was suspected to have worsen the ai. The patient had symptoms of altered mental status and lower extremity swelling. The cirrhosis was thought to be secondary to ai and congestion. The onset date of the liver cirrhosis was unknown as it existed before implant, and the patient was not being considered to be a transplant candidate because of it. Liver biopsy was performed that showed stage 4 cirrhosis. The death was not considered to be device related and the device reportedly operated as expected.